Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg value not provided) and the customer's physician thought the customer was misusing the pump. Tandem technical support (cts) reviewed the pump data and found that the customer would stop insulin delivery for hours. Cts provided the information to tandem territory manager and no additional troubleshooting was requested.